Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talar components for reasons of subsidence and delamination.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction - please refer h6 device code and method code. The reported event could be confirmed based on imaged available in the intake section shared by the customer. The device inspection. The visual inspection of images provided in the intake section shared by the customer confirms that the plasma coating is chipped off from the tibial tray. Since the device was not returned for evaluation, a functional and dimensional inspection was not possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Assessment from r&d was requested and they suggested that the only items that come to mind that may contribute to the delamination are potential damage to the coating as the implant is being removed or the coating adhesion to the bone was greater than the adhesion strength of the coating to the implant. The implants do adhere to the bone pretty well in some cases. It¿s worth asking quality to double check the lot for any coating issues. Outside of coating strength to the bone being stronger than the coating to the implant itself, a confirmation from quality on the lot for any coating issues may help clarify what happened. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talar components for reasons of subsidence and delamination.